Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported while on impella cp support, the impella pump was pulled out roughly 30 cm when the patient was moved for cleaning. Upon subsequent inspection of the device, it was discovered that the sterile sheath cover had torn apart. The pump was removed as a result of the compromised sterility and a new pump was placed. The patient was stable throughout the placement of the new device.